Manufacturer narrative:
It was reported that the secure lock was removed a few seconds before clip deployment. Therefore, the snare was able to dislodge out of its groove. When rotation the handwheel, the clip moved forward and grabbed the snare while coming off the cap. Hence, the snare was fixed into the target tissue. According to the instructions for use, the snare safety lock should not be removed before clip deployment to prevent unintentional clipping of the snare. This report is part of the subsequent notification, as communicated by ovesco on 24.10.2024 and refers to: follow up questions ftrd system perforation-clip detached failure_10-03-2024 annex 1.

Event description:
A colonic ftrd set was used during colonscopy for a resection of a cecal lesion. During procerdure, the snare of the colonic ftrd device got entrapped in the clip and was clipped accidentally to the tissue. To remove the clipped snare from tissue, a surgery was neccessary. The patient recovered uneventful.